Event description:
Caller reported that the t: slim x2 pump battery would not charge despite using the recommended tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level reported. Technical support arranged for a replacement pump to be sent to the caller, advised on backup therapy using mdi, and provided instructions for handling the faulty pump and setting up the new one.